Manufacturer narrative:
Continuation: product ID 3778-75 lot# serial# (B)(4) implanted: 2012 (B)(6) explanted: product type lead product ID 3778-75 lot# serial# (B)(4) implanted: 2012 (B)(6) explanted: product type lead section information references the main component of the system. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: (B)(6) 2015, (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: (B)(6) 2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she couldn¿t seem to get the tingling off of her left side. The patient stated ¿it had fallen down so I¿m going back in for surgery¿. The patient confirmed she had fallen a couple of times prior to and after her knee replacement and clarified that the left wire fell down and she was going back for surgery in (B)(6) to have a lead revision. The patient hadn¿t been using the implant because she was on pain medication and didn¿t need it but when she turned stimulation back on she realized it wasn¿t working. The patient noted she went to her doctor who did an x-ray in (B)(6) 2017 which determined the lead wire had fallen down. The patient was told by her doctor to leave the stimulation on and she now had ¿wicked tingling¿ on her left side down her neck to the collar bone, shoulder and arm and couldn¿t get it to where she was comfortable. Troubleshooting had the patient use the programmer and decrease stimulation on the three programs in group c. The patient confirmed the tingling went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they started using their stimulation again after having a knee replacement, and everything was fine until they fell on (B)(6) 2017. The patient confirmed that the fall was unrelated to the device. They stated that they usually have the stimulation on the same setting, but since the fall, they have had to turn up stimulation on their left side, and they aren¿t getting stimulation where their neck pain is. The patient noted that their pain is in the left side of their neck, between their shoulders. They mentioned that they tried increasing stimulation, but still isn¿t feeling it in their neck. The patient synced with their programmer at the time of the report, which showed that stimulation was on. The patient confirmed seeing the lightning bolt, indicating that stimulation was on. Patient services walked the patient through each of their groups to see where the patient was feeling stimulation. The patient started on group b, and increased to 0.55v. They noted that they can¿t feel the tingling in their right arm, and then stated that the tingling became uncomfortable in their arm. They then decreased stimulation to 0.30v, and stated that was better. While on program 1, the patient¿s stimulation was at 0.7v, and the patient felt stimulation in their hands. The patient stated that program 2 was at 0.6v, and they felt it in their right hand after increasing stimulation. Patient services continued to walk the patient through all available groups as follows: group c, program 1 was set to .35v; the patient increased and felt stimulation in their left hand "big time" so the patient decreased back down to .35v. Program 2 was at 0.0v; the patient increased and felt stimulation in her right hand. Program 3 was at 0.0; the patient increased and felt stimulation in their left hand. Group d, program 1 was for the patient¿s left arm, program 2 was for their right arm, program 3 was for their left arm. Program 2 was set at 0.0v; the patient increased to 1.75v and felt stimulation in their right arm. Program 3 was set at 0.0v, the patient increased "too high" and fe lt stimulation in their left arm, they then decreased to a comfortable level. The patient stated that they must have ¿jarred¿ themselves after they fell. The patient was to follow-up with their healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.